Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code, and no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.